Manufacturer narrative:
Analysis of decoder data. Additional manufacturer narrative and/or corrected data, corrected information: previously submitted MDR indicated that the lead manufacturing records confirmed that all quality tests were passed prior to distribution; however, this should have stated that generator manufacturing records confirmed that all quality tests were passed prior to distribution.

Event description:
It was reported that the patient was scheduled for generator replacement. The replacement later occurred on (B)(6) 2014 due to battery depletion. The generator was received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
It was reported that upon running device diagnostic testing, it was found that the generator output current was low indicating that the generator could not deliver the intended settings. A company representative was present at the physician's office when the patient was seen again. It was reported that device diagnostics showed output current low and that the current delivered was 2.5ma. The device output current was at 3.0ma. The physician lowered the output current to 2.5ma and adjusted the duty cycle by decreasing the off time to 1.1 min.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.

Event description:
Review of decoder data shows that after the device output current was reprogrammed to a lower value, a subsequent system diagnostic showed that the device was delivering the intended output current (output status: ok, current delivered: 2.5 ma). The device was delivering the programmed current to design requirements. The device is not expected to deliver the programmed output current with the given lead impedance.

Event description:
Analysis of the generator was completed. Results of diagnostic testing indicated that the battery status indicated neos=yes in the analysis lab. The battery is partially depleted, 2.594 volts at neos. A battery life calculation resulted in 0.3 years remaining before the near-end-of-service (neos) flag would be set. Diagnostic values indicated that the output current reported low (2.25ma) with the device programmed to 3.00ma. However, the measured output signal amplitude demonstrates that the generator is able to deliver the programmed output current (with a 4k ohm load calculated output 12.00v +/- 10%) despite the warning message of a low output condition. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Other than the noted event, there were no additional performance or any other type of adverse conditions found with the pulse generator.